Event description:
The subject pacemaker was implanted on (B)(6) 2012. The patient fell on the floor (B)(6) 2013, allegedly due to syncope. Vetebra rupture was detected. During spine surgery performed on (B)(6) 2013, loss of capture was observed on the external ECG monitor. Upon interrogation that day: lead impedances were found stable, increased ventricular pacing threshold was noticed (2v/0.5ms vs. <1v/0.5ms previously), and implant memories were found empty. Upon interrogation (B)(6) 2013: lead impedances were stable (even during provocative maneuvers), ventricular pacing threshold was ranging between 1.75v/0.5ms and 2.0v/0.5ms, and the implant memories were still empty. The physician suspects a syncope (due to loss of capture) to be at the origin of the fall of the patient (and the induced vertebra rupture). He would like to know if the implant memory content can be recovered.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.